Event description:
Drive medical has received a letter from one of our customer's insurance carrier stating that the bed failed and resulted in the pt falling out and incurring injuries. No details on the product and pt are given. This MDR report is based on the insurance carrier's letter.